Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 214 mg/dl at the time of the report. The customer was also suffering from a urinary tract infection. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the time was off by one hour. The prime and high pressure tests passed. Nothing further was reported.